Manufacturer narrative:
Sections with additional information as of 26-oct-2020: h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed by contract manufacturer using test strips from the same lot. Retention strip lot tested and passed. Corrected sections as of 26-oct-2020: h10: most likely underlying root cause corrected from "mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test" to "mlc-28: there was not enough information to determine the mlurc".

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for lo display. The expected fasting blood glucose test result range is undisclosed. Symptoms or medical attention were not reported as a result of the actual blood glucose results. The product storage location is undisclosed. During the call a back to back blood test was not performed by the customer. The test strip lot manufacturer¿s expiration date is 02/13/2022 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.